Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) argentina, alleging that his onetouch ultramini meter was reading inaccurately high compared to another device (clinic meter ¿ brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation since the patient could not be reached to obtain additional information. The patient reported that he first became aware of the alleged issue at 11:44 p.m., on (B)(6) 2017. The patient claimed obtaining blood glucose reading os ¿314 mg/dl¿ with the subject meter and ¿245 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with self-adjusted insulin (type and dose not reported) and he denied making any changes to his usual diabetes management regimen. The patient reported that he developed symptoms of ¿dizziness and nausea¿ and that he was hospitalized on (B)(6) 2017, for a total of 3 days due to ¿insulin intoxication¿. It is not known what treatment, if any, the patient received during his hospital admission. At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device and that an approved sample site was used to obtain the results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs of a serious injury adverse event and was hospitalized for ¿insulin intoxication¿ while using the product. The subject meter could not be ruled out as a cause or contributor to the event.